Event description:
Reportedly, the patient had pre-clinical cardiac arrest (therapy-refractory circulatory failure and suspicion of hypoxic brain damage with no basic life support for 10 minutes). The patient underwent cardiopulmonary resuscitation (CPR) and shocks before/during the travel to the hospital, and then died after cardiac arrest. When the patient was first admitted to the hospital, the ECG showed third-degree atrioventricular block with ventricular back-up beats. The pacemaker was explanted and returned for analysis.

Event description:
Reportedly, the patient had pre-clinical cardiac arrest (therapy-refractory circulatory failure and suspicion of hypoxic brain damage with no basic life support for 10 minutes). The patient underwent cardiopulmonary resuscitation (CPR) and shocks before/during the travel to the hospital, and then died after cardiac arrest. When the patient was first admitted to the hospital, the ECG showed third-degree atrioventricular block with ventricular back-up beats. The pacemaker was explanted and returned for analysis.